Manufacturer narrative:
The reported issue of dim segments was confirmed on 7 out of 9 of the returned display boards. The customer returned 9 lvp display board assemblies in individual esd bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 7 out of 9 returned lvp display board assemblies with dim segments. The root cause was determined to be a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that nine lvp display boards needed to be replaced due to dim segment. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that nine lvp display boards needed to be replaced due to dim segment. There was no patient involvement.